Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 8mm suction irrigator instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 8mm suction irrigator instrument felt stiff. Upon checking, the customer noticed that the wrist was broken. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that 2 suction irrigator instrument tips broke off as the surgeon was using the instruments to suction/dissect. There was no report of fragment(s) falling inside the patient. A back up instrument was used to continue the procedure.